Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a thoracolumbar fusion case at the site, they received 2 errors messages from the image acquisition system (ias). The first error message was a framerate error which displayed when they were taking 2d localization shots. They proceeded ahead with a 3d spin. The ias started the spin but then it displayed the error message "error performing 3d reconstruction." At this point, the medtronic representative rebooted the ias and reseated the umbilical cable. When the system came back up, they attempted another spin and that time the spin was completed successfully. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of approximately 5 minutes due to this issue. There was no impact on patient outcome.